Event description:
It was reported that the left ventricular (lv) lead exhibited elevated pacing thresholds requiring programmed high outputs. It was noted that the thresholds were chronically high. The lead will be revised. Presently, the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead; 5076-52 lead, implanted (B)(6) 2008. (B)(4).